Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of seroma and treated with medications. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). This MDR is submitted to report the ae of seroma. Additional mdrs were submitted to report the additional aes of hematoma and wound dehiscence. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a vertical incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure was liposuction. On (B)(6) 2017, left breast seroma was reported. Patient treated with placement of penrose drain, wet to dry dressing, wound vac. And with medication (cipro). Resolved with sequelae on (B)(6) 2017. Review by medical affairs identifies the reported seroma is likely related to the device and serious.